Event description:
The customer reported the ventilator ac power cord was sparking during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient involvement or harm. The manufacturers field service engineer confirmed the reported problem. The manufacturers field service engineer evaluated the device and replaced the ac power cord to address the reported problem. The device passed all manufacturer required testing.